Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) exhibited liquid overflowing from the catheter when the physician attempted to place the device on the introducer. The physician believed the liquid was polymer and did not use the device, and another device was used. There was no reported patient injury. The polymer was identified as the mynx sealant. The device was used via retrograde approach in an interventional procedure. The physician was trained in the use of the device. A non-cordis 7fr non-cordis sheath introducer was used. Femoral artery suitability was verified, the vessel was arterial with a diameter of at least 5 mm, and there was no vessel tortuosity or presence of peripheral vascular disease (pvd) or calcium. No damage to the device or packaging was identified prior to opening, and the device was stored and prepared according to the instructions for use (IFU). The device was not returned for evaluation because it was "infected." A product history record (phr) review of lot f2516305 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿mynx control system-deployment difficulty-premature¿ could not be observed as the device was not returned for analysis and images were not provided. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported premature deployment of the sealant during insertion into the procedural sheath. However, as the condition was described by the user as liquid overflowing from the catheter, it is possible that premature hydrating of the sealant and/or handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) contributed to the issue experienced. It should be noted that the mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review, nor the available information suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) exhibited liquid overflowing from the catheter when the physician attempted to place the device on the introducer. The physician believed the liquid was polymer and did not use the device, and another device was used. There was no reported patient injury. The polymer was identified as the mynx sealant. The device was used via retrograde approach in an interventional procedure. The physician was trained in the use of the device. A non-cordis 7 fr slender sheath introducer was used. Femoral artery suitability was verified, the vessel was arterial with a diameter of at least 5 mm, and there was no vessel tortuosity or presence of peripheral vascular disease or calcium. No damage to the device or packaging was identified prior to opening, and the device was stored and prepared according to the instructions for use (IFU). The device will not be returned for evaluation because it was "infected".